Manufacturer narrative:
Device analysis conclusion: the guide wire was received at csi for analysis. Examination of the guide wire confirmed the reported fracture. Scanning electron microscopy analysis of the fracture faces showed evidence of fatigue. The cause of the fracture was likely use of the wire in an elevated stress environment; however, the exact root cause of the fracture is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the device analysis investigation, the reported fracture was confirmed, but the root cause of the fracture could not be determined. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Atherectomy was performed via contralateral approach to treat a lesion in the mid superficial femoral artery (sfa) using an orbital atherectomy device (oad) and a viperwire guide wire. During treatment, the viperwire tip was visualized on imaging in the mid peroneal artery. Difficulty was experienced in advancing an angioplasty balloon into the sfa after the oad was removed; the difficulty may have been due to the patient's steep bifurcation. A second balloon was also used to dilate other problematic sections of the lesion. The tip of the viperwire was not within the field of view on imaging during angioplasty. A stent was deployed and post-dilated, and final imaging was performed. Imaging showed the wire had migrated into a small side branch of the peroneal artery below the ankle. The wire was pulled back, but the tip did not appear to move; it had fractured at an unknown time during the procedure. Several unsuccessful attempts were made to snare the tip of the wire. During these attempts, the guide catheter and wires were inadvertently pulled back, and the vessel was dissected during repositioning of these. The physician performed a cut down and removed the fragment. Manual pressure was held over the site until hemostasis was achieved. The patient was stable and in recovery with optimal flow in the lower extremity.